Event description:
Info rec'd indicates the brake is not holding.

Manufacturer narrative:
The technician found the casters were worn and the caster supports were broken. He replaced the casters and the caster supports to repair the bed.